Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown unexpectedly. Additionally, it was reported that the pump time was inaccurate; cause was unknown. Reportedly, the customer corrected the time to address the issue. It was also reported that the pump history was not showing in the pump but became available at time of call. Customer's blood glucose was 170 mg/dl. Reportedly, the customer loaded a new cartridge and continued using the pump for insulin therapy.